Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having a crack on the battery area and metal contact broken off of battery cap. No battery cap received with insulin pump. Tested with a test battery cap and the unit booted up properly. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case. Insulin pump was confirmed for cracked battery tube threads. Insulin pump did not have battery cap so could not confirm anomaly. Insulin pump passed required testing.